Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the hyperglycemia or the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h / 2016, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient's mother reported her daughter's blood glucose reached 428 mg/dl and had skin irritation caused by the pod. Her physician prescribed mupirocin 2% to treat the irritation. The pod was worn between 36 and 48 hours.